Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, the lead had failed the helix mechanism test after 15 turns as the helix housing was clogged with dried blood/body fluid. Additionally, the lead had failed the stylet insertion test due to a blockage. The blockage is most likely due to body fluid. The x-ray did not show any conductor issues.

Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.